Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, instrument could not be inserted on universal surgical manipulator (usm) 1 as the instrument clutch button was not responding. An intuitive surgical (is) technical support engineer (tse) confirmed error 25745 on logs, pointing to an unstable/noisy instrument clutch button. The tse advised to attempt the button several times, but the issue persisted. The tse recommended to restart the system, but the customer did not want to do that step and decided to use the system without usm1. The customer stated they will restart the system when they start the second part of the procedure, the procedure continued with no report of patient injury. Intuitive surgical (is) contacted the site and obtained the following additional information: it was noted that the customer turned on the system without any errors. The problem occurred when they were trying to dock. There was no external interference and the system was restarted with no resolve.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the usm for evaluation, however, at this time, evaluation is not yet complete. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer. Investigation revealed the following possible related system errors: error 25745 - an unstable/noisy instrument clutch button. A review of the procedure log with the information provided shows system (B)(4) was used on (B)(6) 2022 for a partial nephrectomy surgical procedure. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 usms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported issue via error logs/system logs but not reproduced. The unit was tested on an in-house system and passed normal mode. The unit was also tested on an in-house system and passed all tests that were performed. A close inspection was performed on the spar to look for any signs of fluid intrusion on the malfunctioning switch, but nothing was found. As a precaution, the axes controller spar (acs) and the insertion togg assembly were replaced.

Event description:
Refer to h10/h11 for follow-up information.